Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown/asked information unavailable. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted, therefore not explanted. Device evaluation: the device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record was performed and manufacturing records showed the units were released within specification. The complaint issue reported could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 intraocular lens (iol) was scratched and there was contact with patient's ocular dexter (right eye) during the surgery. There was no patient harm. Through follow-up additional information was received confirming no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. The same procedure was completed successfully using another dib00 18.0 diopter lens. Patient outcome post-procedure was reported as good. No further information is available.

Manufacturer narrative:
Corrected data: upon further review, it was noticed that the manufacturing record review and historical data analysis review for the investigation of the device were inadvertently not properly included in the initial emdr report. Therefore, the information is captured in this supplemental report. Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 21-feb-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the original folding carton was received along with the suspect lens loose inside. The patient sticker, implant notification card and patient lens implant identification card were also received. Visual inspection under magnification revealed that the suspect lens was coated in viscoelastic residue. The lens was cleaned and inspected, and a scratch was identified on the center of the optic. No other issues were observed. Complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints related to this production order (po) was performed. A search revealed that no other complaints were received for this production order (po) number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.